Event description:
I started having symptoms of not being able to swallow and breathe, severe heat palpitations and tachycardia and irregular heartbeat. I was having low-grade fevers, losing my hair, burning pain in my chest and my abdomen and bloating. I could no longer swallow food and I was having severe esophageal dysmotility in the bottom 2/3 of my esophagus. I was suffering also from chronic fatigue and massive headaches and severe anxiety. I went to the ER several times on this date and after feeling very sick and scared and not sure where my symptoms were coming from. I later did research myself and realized that it is my breast implants causing me to be sick and causing severe autoimmune issues which have attacked my endocrine and immune systems. I explanted my nineteen-year-old allergan breast implants on (B)(6) 2016 and my health is 80 percent better.